Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: the image guide cover lens was dirty. A root cause could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cystonephrofiberscope exhibited that the insertion part, image guide cover lens was dirty at the distal end. There was no patient involvement.